Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stopped receiving effective therapy after undergoing a spinal fusion procedure in 2012. It was also reported the patient has been receiving uncomfortable stimulation. The patient declined reprogramming attempts to address the issues. The patient also experienced other unrelated health issues and planned to undergo an MRI. As a result, surgical intervention may be undertaken at a later date to address the issue.